Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of a broken tip. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The mega suturecut needle driver instrument was found to have a broken grip at the grip base. A piece approximately 0.12" x 0.214" was found to be broken off. The broken piece was not returned. The root cause of broken grip tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the mega suturecut needle driver (471309-15/k10220217-0155 ) associated with this event has been performed. Per logs, the mega suturecut needle driver was last used on 04-apr-2022 on system sk0744 , with 12 lives remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver was observed to have a broken tip. A backup instrument of the same kind was used, and the procedure was completed. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that there was no injury or harm to the patient. No fragments fell into the patient. The patient has not returned to the site with post operative complications. The reporter had no additional information available on the issue.